Event description:
A pump malfunction was reported, with the malfunction code noted as malf 0. There was no reported adverse impact to the customer's blood glucose level. The customer was advised by technical support to reset the pump, and information was provided to assist in this process. Additionally, testing revealed button and charging issues, and the customer was instructed to return the pump using a prepaid label after the battery was fully depleted. The customer understood and acknowledged these instructions. No immediate adverse impact to the customer¿s blood glucose level was noted.